Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible air bubbles and blood. Catheter and sheath prepped appropriately. Faradrive was inserted, aspiration with air inside port on few occasions. Issue again when farawave was inserted, consultant requested new sheath, and the issue was solved. The procedure was completed without patient complications. The device was disposed so it's not expected to be returned.